Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 1 was deployed. The pt was discharged the same day. The pt presented to the emergency room two days later with groin pain. The pt was diagnosed with a pseudoaneurysm and was taken to surgery for a vascular repair. No furhter complications were reported.